Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018; 4968-25 lead, implanted: (B)(6) 2018; 4965-25 lead, implanted: (B)(6) 2016; 305c23 tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead exhibited loss of capture. It was additionally noted that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. The device and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.